Manufacturer narrative:
The device was returned for analysis. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Ic windup was found within the telescope section of the device. Ic windup began 3.5 cm from the distal end of the connector shaft. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The distal housing was partially out of the imaging windows, close to the distal tip. The guidewire exit port was observed in good conditions. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. The complaint device was sent for x-ray analysis to find more defects on drive shaft or and coax cable. Based on the x-ray images, additionally to the windup the coax cable was observed broken.

Event description:
Reportable based on device analysis completed on 13oct2020. It was reported that crossing difficulty occurred. The 80% stenosed, target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. An opticross imaging catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed core image damage.